Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that their orthopat machine was not working. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(4) 2009 to report that their orthopat machine was not working. No donor or operator injury was reported. Upon evaluation of the device the reported problem was verified. A blood spill was also found inside of the device, therefore it was decontaminated. Several electronic components were replaced including the battery, power supply and the driver manifold printed circuit board. The machine has been released for use. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. No pt or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/9/2011-001-r. (B)(4).